Manufacturer narrative:
The force bipolar instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, electrical continuity, and energy delivery tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument was fully functional. No product issue related to the reported event was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observations not reported by the site and not related to the reported failure were also observed. The instrument was found to have a frayed grip cable at the distal end. Common causes of the failure mode frayed - distal instrument grip cable are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The instrument was found to have multiple input disks cracked. Hairline cracks were found on grip input disks. Common causes of the failure cracked instrument input disks are typically attributed to misuse. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The instrument was found to have thermal damage on the molded insulator at the distal end. Common causes of this failure are typically attributed to misuse. A review of the instrument log for the instrument ((pn 471405/lot #: k1122523 0229) associated with this event was performed. Per the review, the instrument was last used (B)(6) 2022. Images and/or video clips associated with this reported event were not submitted for review. The probable root cause of the force bipolar instrument being stuck on tissue is attributed to either device design or use conditions. The force bipolar instrument has a ¿strong¿ mode and strong forces (i.e., rotational) applied to the instrument grip tips while grasping or pulling could displace and/or bend their proximal end. If a grip tip is displaced, it may be possible for the conductor wire to interfere with its backend and prevent the grips from opening. Regarding device design, the grip can over rotate due to grasping/pulling plus lateral loading action during the instrument¿s surgical application. Regarding use, dislodged grip tips can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, mishandling the instrument causing collisions, and misusing the instrument. This issue can be resolved by using an alternate instrument to complete the procedure. This issue is also associated with an ongoing corrective and preventive action (CAPA) for the force bipolar instrument. One of the corrective actions associated with design aims to move the force amp pulley to grip pin location to prevent ease of over-rotation and/or implement mechanical stop to prevent over-rotation. No additional actions are required given that a design change is in progress to help mitigate grip tips being stuck on tissue. This complaint is being reported based on the following conclusion: it was alleged that the force bipolar instrument failed to open and close properly. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure the force bipolar instrument head would not open and close properly. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The surgical task being performed was grabbing and holding tissue. The surgeon said that the grasper was hard to grasp and articulate. The instrument worked at first, but as the surgeons continue to use it, he would say, the instrument would not grasp or articulate.